Event description:
On 10/21/94, a 24-yr-old male had acl repair with use of suture. Bits of suture rising to the skin 2 weeks after removal of skin closures. Condition satisfactory prior to surgery. After care by surgeon. 10/12/94, a 61-yr-old male had shoulder arthroscopy and repair of a rotator cuff. Bits of suture material rising to the skin causing wound disruption, two to three weeks post skin suture removal. Condition satisfactory prior to surgery. On 9/29/94, a 34-yr-old female with previous shoulder surgeries had graft from iliac crest. Bits of sutures erupting through wound two to three weeks after skin suture removal. Condition satisfactory prior to surgery. On 9/22/94, a 54-yr-old female with bits of suture material erupting through wound two to three weeks after skin closure removal. Condition satisfactory prior to surgery. On 10/17/94, a 17-yr-old male had left arthroscopy and open shoulder reconstruction. Bits of sutures erupting through wound two to three weeks after suture removal. Condition satisfactory prior to surgery. On 11/2/94, a 33-yr-old male had acl repair. Bits of suture material erupting through wound 2 to 3 weeks after skin suture removal. Condition satisfactory prior to surgery. On 11/30/94, a 32-yr-old male had an open acriomnioplasty and shoulder arthroscopy staples removed 12/7/94. Reaction to suture with abscess formation. Condition satisfactory prior to surgery.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown, none or unknown. Results of evaluation: none or unknown. Conclusion: invalid data, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.